Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, device not communicating with rx connect. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, device not communicating with rx connect. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the incident, it was determined that the server was not communicating with medical prescription (rx) connect. A technical support specialist confirmed that the customer reported medical prescription (rx) connect had started communicating with pyxis and was functioning properly. The system functioned as intended after the customer resolved it.